Event description:
A report was received that the patient was experiencing pain at the ipg site and that the ipg burned her. It was also noted that the ipg was twisted in the pocket and took a long time to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the ipg burned her. It was also noted that the ipg was twisted in the pocket and took a long time to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the ipg burned her. It was also noted that the ipg was twisted in the pocket and took a long time to charge. The patient will undergo an ipg replacement procedure.